Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not turn on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device would only run on the internal battery. The customer verified they were getting 119v alternating current (ac) going into the power supply and no 24v direct current (dc) was coming out. The rse advised the customer to replace the power supply. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.